Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the manufacturer representative did a physician mode recharge but while recharging, the patient felt overstimulation before the power on reset had been cleared. The manufacturer representative used the clinician programmer emergency shut off, but that didn't stop the overstimulation. The manufacturer representative did a short physician mode recharge which resolved the overstimulation. The manufacturer representative was instructed to have the patient recharge up to a quarter and then clear the power on reset before sending the patient home to recharge her implant. The issue resolved through troubleshooting. The patient was in overdischarge due to her hospitalization as she couldn't recharge while she was in the hospital. The overdischarge was noticed in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.